Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which could be reproduced with pocket manipulation. All other electrical values were normal. The patient was asymptomatic. No additional information was reported.

Event description:
New information reported stated that on (B)(6) 2016 the patient presented to the clinic and the noise was tested which could be reproduced with patient movement and pocket manipulation. The device was reprogrammed and the patient was asymptomatic. The patient would continue to be monitored via merlin.net and in clinic follow-ups.